Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a consumer about a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had pain at their ins site, lead wire site and their left hip since they were implanted on (B)(6) 2015. It was reported that the ins ¿protruded out¿ from the pocket since they were implanted as well. It was reported that they discussed the pain with their doctor and they were scheduled to have the ins moved, but then they cancelled that. It was recommended that the patient continue to work with their doctor. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient has not used or charged ins in a very long time, patient thinks last year sometime. Patient stated they have not used therapy in a while- patient stated since "a long time". Patient has had a lot of pain the area near her hip and some discomfort at the lead wire site since implant. Patient reported no trauma/ fall. Patient stated they just want the ins out. Patient stated her health care professional (hcp) wants her to request a rep for the appointment scheduled (B)(6) 2018. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp) on 2017-06-21 reporting that several attempts were made to reprogram the patient¿s scs the patient was also prescribed a topical agent including lidocaine ointment and patches. The patient initially requested surgical intervention but then decided to hold off on surgery. The ins replacement and pocket revision were approved and scheduled but the patient cancelled the appointments and therefore the hcp reported that they could not know for sure if this issue was resolved as the patient had deferred addressing it. The cause was never confirmed due to the patient¿s non-compliance with programming and their unstable psychiatric status. Patient weight at the time of the event was (B)(4) lbs. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's ins was removed last year. The patient stated the ins was removed because she had trouble with the ins ever since it was implanted because it was not helping. It hurt when the patient laid on their side and their leg also hurt. The patient stated prior to getting their ins removed they tried to charge the ins, but they could not because it was dead. The patient stated now she is experiencing more pain in her leg ever since the ins was removed. No further information was reported.

Manufacturer narrative:
Correction: device code (B)(4): previously reported is not applicable. If information is provided in the future, a supplemental report will be issued.